Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced fluctuating tone and alertness levels depending on position. The patient's pump was replaced one month prior to the date of this report and the patient received an "adult size" bolus which resulted in overdose. The physician had struggled to find the right dose. It was thought that the pump was functioning properly, but something was "still not right about the patient." It was reported that when the patient received 50 mcg/day, she was alert, tight, and uncomfortable, and when the patient received 60 mcg/day, she was lethargic with some occasional spasms. It seemed that the effects were positional. When the patient laid down, she was mobile and happy; when she was sitting, she was more lethargic, floppy, too relaxed, and sedated. The patient was admitted to the hospital on (B)(6) 2013 due to seizures; the patient has a history of seizures which was controlled. Drug delivered via the device was baclofen. It was later reported that the physician did not think the seizures were related to the intrathecal baclofen. The physician reduced the patient's dose from 60 mcg/day to 53 mcg/day, and the patient had a low rectal temperature of 93. The physician thought that there was not a catheter problem, but that the patient was very sensitive and will need to be slowly titrated to find an optimal dose. The plan was to increase the patient's dose in 1 mcg increments. On (B)(6) 2013, the patient was doing better; her tone was a little tight in her legs, but her arms were "ok." The patient could use her computer and was functionally "ok" despite some clonus. It was later reported that on (B)(6) 2013, a dye study was going to be performed, and depending on the results, a rotor study and a CT scan were going to be considered. It was also reported that the patient experienced intermittent therapy and was sleepy. Additional information has been requested, but it was not available at the time of this report.

Event description:
Additional information received reported the start date of baclofen therapy was 2013-(B)(6) and the end date of treatment was 2014-(B)(6). It was noted the removal without replacement of the system took place 2014-(B)(6).

Event description:
Additional information reported the pump and catheter was planned to be explanted. It was noted that after the implant, the patient developed multiple problems which seemed to be related to the intrathecal baclofen. It was noted the problems included hypothermia and a worsening seizure disorder. It was noted the issues have improved since the baclofen was stopped and the pump was filled with saline about 1 month ago. It was reported the health care provider (hcp) was the day of report to make plans for the explant. It was noted the date was pending authorization.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.